Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner bag of the medication reservoir leaked. There was medication on the bottom of the hard outer shell of the medication reservoir. The leakage was noticed in the home hospital before the cassette was taken to patient use. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number. Please reference mrn xxxxxxxxxxx-2024-xxxxx for details pertinent to this event. The investigation results have been submitted on the new initial report.